Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device not returned for evaluation.

Event description:
It was reported that 30 days following the implant of a bifurcated device, two suprarenal aortic extensions, and an iliac limb extension on the right common iliac artery, a computed tomography revealed a distal type I endoleak of the iliac limb extension. Reportedly, two weeks later (approximately 1.5 months post-implant), the patient was treated with an iliac limb extension, which successfully corrected the endoleak. It was reported that the patient is doing fine.

Manufacturer narrative:
Based upon the review of lot records, work orders, and prior reports no issues with the lot were noted. Actual device not returned hence no device evaluation performed. However, the operative notes, CT images, and procedure planning sheet were reviewed by the clinical specialist, who concluded that the patients right iliac artery was ectatic. It was determined that this anatomy likely contributed to the endoleak type I. Endoleaks are a known risk of the procedure, as identified in the product labeling.